Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse consulted with the customer about the battery issue and worked out the issue over the phone. The fse had the customer check the cart to see if the rescue was engaged into the cart. The rescue was disengaged from the cart. So, the fse had the customer pull the device out a little bit and push the device back in the cart. The customer then verified the battery leds started flashing and began to charge. The fse then consulted with the customer the follow day and verified that the batteries did fully charge and the device able to run off of battery power. The unit was cleared for use and no patients were harmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a battery failure, will not charge. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.